Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, yellow particles in the shell, fill channel, and two linear openings on the posterior side. Observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis were performed which identified: one crease smooth opening on the anterior, a striated opening on the radius, and sharp broken on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a smooth crease opening on the anterior side, assessed as fold flaw opening and a sharp broken on the plug strap assessed as an unidentified (tear) opening, a striated opening on the radius assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.